Manufacturer narrative:
Date of event estimated. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000123998.

Event description:
It was reported the patient experienced high impedance and a fracture. Surgical intervention took place where the whole system was explanted and replaced to address the issue. Investigation was unable to determine which of the lead attributed to the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the lead was replaced because it migrated.